Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
Additional information was received on 07/29/2015. No previous investigations are available. After a thorough batch review no discrepancies were discovered. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required and the complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.

Event description:
The end user reported one week history of rash under the tape border, under the top and bottom horizontal tape. The end user reportedly called his local wound ostomy continence nurse (wocn) who recommended using a barrier powder. Additionally, the nurse referred the end user to his physician for prescriptive treatment (nystatin powder).